Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing high blood glucose (bg) throughout the day and received high alerts from the ilet system. Upon returning home, the user found insulin leaking from the cartridge into the pump behind the red plunger. The user replaced the supplies, after which bg stabilized at 120 mg/dl. The agent arranged for replacement supplies to be sent. The highest blood glucose (bg) recorded was 300 mg/dl. Bg was corrected with a supply change. The user reported feeling unwell and experiencing a headache during the event. No medical intervention was required at the time of call.